Event description:
Boston scientific (bsc) crm received information that this caller was inquiring about over 1000 stored ventricular tachycardia (vt) events in the logbook. The caller stated that the oscor atrial lead was suspected to be fractured and was exhibiting an impedance of 1400 ohms. Technical services could not ascertain the root cause of the reported clinical observations at that time. Atrial thresholds were stable; although, the strips displayed a classic loss of capture which could be due to some type of noise on the atrial channel and possible fusion from the ventricular lead. The consultant instructed the caller to reprogram the maximum av delay to 270ms and try ddi mode at 50ppm. The patient had a sinus rhythm at 60bpm with a p-r interval of 240ms. The patient will be seen again in two months time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Two months later, the issues with the atrial lead were still ongoing. Additionally, it was revealed that an appropriate safety margin for the ventricular lead had not been programmed in the pacemaker. The patient had been experiencing shortness of breath and lightheadedness. The ventricular output was increased to accommodate an appropriate safety margin. Additional troubleshooting was provided to address the ongoing atrial lead issues. No other adverse events have been reported. This issue will be re-evaluated if additional information is received. The device was subsequently explanted for normal battery depletion and returned for testing. This product issue will be updated when device evaluation is complete.